Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed low r waves. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.